Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed lesion in the dorsalis pedis. A 1.2x20mmx145cm armada 14 over the wire (otw) balloon dilatation catheter (bdc) was advanced over an ht command 14 guide wire (gw) and attempting to navigate around the pedal arch, when the shaft of the bdc became deformed and advancing became difficult. It was decided to remove the guide wire and inject contrast, however the wire could not be removed from the bdc. The guide wire and bdc were removed as a single unit, and it was noted that the balloon visibly became bunched up on the wire causing it to become stuck. A secondary balloon and guide wire were used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional armada 14 device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
Nah6: type of investigation: code 4109 added.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove was confirmed. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the lot number was not provided. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was noted that the shaft of the bdc became deformed during the procedure. It is likely that shafts deformation affected the guide wire¿s maneuverability within the shaft, resulting in the reported difficult to remove. Manipulation of the guide wire when resistance was met likely resulted in the kinked/bent core noted during return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.